Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es result (vitros result = 0.160 vs. An expected non-vitros result <0.01 ng/ml) from a single patient sample processed on the vitros eci system. The affected result was reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the physician questioned the affected result as it did not fit the clinical presentation of the patient. The customer retested the affected sample using a non-vitros method. It is unknown at this time if a corrected report was issued. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es result was obtained from a single patient sample while using the vitros eci system. Additionally, the sample might not have been processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. An instrument or reagent related issue cannot be ruled out due to limited information available from the customer. Additionally, a pre-analytical sample processing issue cannot be ruled out as a contributing factor. The investigation is ongoing. Limited information is available at the time of this report.